Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jdh009, batch # jdh482, batch # jeh657, batch # jej828, batch # jgj907, batch# jgq50, batch # jjh144, batch# jhj579, batch# jjp557, batch # jjq535, batch # jgj921, batch # jlh199, batch # jlp128, batch # jlp143.

Event description:
It was reported that the patient underwent a knee surgical procedure on unknown date and topical skin adhesive was used to the center of the knee and outer side of thigh. It was also reported that the topical skin adhesive was covered with aqua surgical. Following the procedure, the patient's skin turned red where topical skin adhesive was applied. The topical skin adhesive was removed together with aqua surgical, when this cover sheet was taken off. Additional information has been requested.

Manufacturer narrative:
It was reported that anti-allergic medicine, allegra 60mg or 120mg sanofi aventis, was administered and the patient has been recovered about one week after administration. The surgeon opines that contact dermatitis occurred according to mesh patch as rash had been confirmed only around mesh patch. (B)(4). In addition, a review of the batch manufacturing records for the 13 possible batch numbers was conducted and the batches met all finished goods release criteria: batch # jdh009, batch # jdh482, batch # jeh657, batch # jej828, batch # jgj907, batch # jjh144, batch# jhj579, batch# jjp557, batch # jjq535, batch # jgj921, batch # jlh199, batch # jlp128, batch # jlp143.